Event description:
It was reported that the subject device was rising bubbles to the surface once it was placed in the re processor. It was found during reprocessing. There were no reports of patient involvement. Translation of event description done by triage complaint evaluator (B)(6) in english and french on mmc/ 12- jun-2025. (Mmc/ 12- jun-2025).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stains under cover glass, chip on cover glass, loose light guide adapter, and reflection and white dots on image. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.